Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced low blood glucose was 44 mg/dl at the time of incident and current blood glucose level was 121 mg/dl. The customer did not provide details on symptoms and treatment related to the low blood glucose level episodes. Customer was not using auto mode. Customer did not allege insulin pump was over delivery. Customer troubleshoot was performed for low blood glucose levels. The insulin pump will not be returned for analysis.